Manufacturer narrative:
Examination of the returned devices by cpd finds no obvious stripe wear or other patterns were visible on the head or liner. A series of three poor resolution, undated x-rays was submitted. No x-ray of the full pelvis was provided, limiting the ability to assess position and version. The exact cause for revision cannot be determined from this review. It was stated in the initial reporting that the surgeon did not indicate the revision was due to fault or failure of the depuy devices. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.

Event description:
Reason for revision: pain and discomfort, metal on metal articulation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.